Event description:
It was reported that, during a revision total hip replacement on the left side, the 52mm r3 constrained liner did not work: the hip kept dislocating. The surgeon asked for another equivalent implant, which was not immediately available. As consequence, the surgery was delayed, which resulted in unnecessary prolonged anesthesia. There was not any adverse event on the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). MDR report #: mw5111878.

Manufacturer narrative:
B5: event description.

Event description:
It was reported that, during a conversion from partial hip replacement to total hip replacement on the left side, the surgeon was over stressing the 52mm r3 constrained liner, which rendered it inoperable. The surgeon asked for another equivalent implant, which was not immediately available. The back-up implant was sourced from the nearest office. Although this resulted in a surgical prolongation of over 30 min, the surgeon used that time to also explant the stem. There was not any adverse event on the patient.

Manufacturer narrative:
A1, a2, a3: patient information.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code and medical device problem code.